Event description:
It was reported that the patient had a previous injury resulting in a compromised capsular bag. During implantation of the intraocular lens (iol) into the left optic, the lens was displaced behind the optic. The physician placed an anterior lens into the chamber and the patient was referred to a specialist. No additional information was obtained.

Manufacturer narrative:
(B)(4). Manufacturing record review: the device manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled diopter power 23.0 diopter of this lot number. In conclusion, the batch has passed all acceptance criteria and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: further, the doctor confirmed that the capsular bag was compromised because of patient anatomical reasons, thus the lens had to be removed and replaced. The doctor confirmed that there was nothing wrong with the intraocular lens (iol); there were no patient consequences, and the patient is fine now. In addition, it was stated that the explant date was (B)(6) 2012. Additional information: only an empty box was received. The actual lens was not returned. Therefore, an evaluation of the explanted lens could not be performed. All pertinent information available to abbott medical optics has been submitted.